Event description:
It was reported the pt had an increased recharge burden. A replacement charging system was sent to the pt. It was reported the pt had high settings. Follow up identified the new charging system did not resolve the issue, and it was reported the pt was recharging the ipg for over 5 hours each day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.